Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device service by a third party? No. (B)(4). All available patient information was included. Additional patient details are not available. The field service representative (fsr) was dispatched to resolve the issue. The fsr inspected the instrument and resolved the issue by replacing the sample, ict and reagent probes. A review of the service history for the architect c4000 identified no additional contributing factors and no additional discrepant patient result issues have been reported. A review of manufacturing documentation and trending data for the probes identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Event description:
The customer generated falsely elevated chloride and sodium results while using the architect c4000 analyzer. The following information was provided: sample ID (B)(6) 2021. Chloride initial 122, retest on a second analyzer 106. Sodium initial 160, retest on a second analyzer 139 . No impact to patient management was reported.